Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed by the photograph provided. Method and results: device evaluation and results: the device was not returned however one photograph was provided. The photograph is a partial picture of one of the ten-pack cartons. There is evidence of a stain on the 10-pack most likely caused from the spillage of the reported broken monomer vials. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, the smell was strong coming from the product. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Hospital received one carton of bone cement damaged. There was no damage to the outer box. When the box was opened there were two packs damaged and leaking. No damage to the inter boxes except for being wet from the broken liquid bottles. The hospital disposed of the case of cement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4)

Event description:
Hospital received one carton of bone cement damaged. There was no damage to the outer box. When the box was opened there were two packs damaged and leaking. No damage to the inter boxes except for being wet from the broken liquid bottles. The hospital disposed of the case of cement.